Event description:
Pt had port-a-cath placed approx 1 year ago at another local hosp. On chest x-ray it was discovered that the tube (distal 6 cm) had fractured, and was located in pulmonary artery, recessitating percutaneous removal of catheter fragment on 7/16/97.